Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high out of range high voltage lead impedances were noted on the right ventricular channel of the implantable cardioverter defibrillator. It was noted that the impedance were trending out of range since (B)(6), when the new device was implanted. It was suspected that lead pin may not have been fully inserted, or the set screw may not have been fully tightened down. The patient was asymptomatic. No intervention or additional information was reported.